Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer had awakened sick with high blood glucose levels and vomiting prior to hospitalization. Unable to perform troubleshooting at time of call. It was advised to have customer call back to complete troubleshooting accordingly.